Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as eczema on the skin and open blisters with pus. There was no alleged device malfunction contributing to the rash. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the rash is unknown.

Manufacturer narrative:
Not applicable.